Event description:
Patient a and b samples were tested for plt on the coulter ac t 5diff cp analyzer and results of 290x10 3cells and 305x10 3cells were obtained, respectively. The results were reported out of the lab. The customer re-ran these specimens on a different instrument in their lab and repeated plt results were lower: a) patient a - 224 and 216x10 3cells. B) patient b - 241 and 229x10 3cells. The re-run results were considered correct by the customer and corrected reports were sent. No death or serious injury, no change to patient treatment is associated with this event.

Manufacturer narrative:
The specimes were collected in 0.5ml edta vacutainer tubes. The samples were less than 24 hours old and stored at room temperature. Qc was performed before and after the event and recovered within specifications. A field service engineer (fse) was disptached: a) the fse replaced several hardware components and lubricated the guide rods on the transverse assembly. Hardware issue may have contributed to this event. A malfunction will be assumed for the purpose of this report.